Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the complaint device was received inspected. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. Visual inspection revealed that the trigger of the device was loose, and what appears to be the second implant was returned detached from the gun. Additionally, the needle was bent. Furthermore, the handle was disassembled to reveal the internal components of the trigger and push rod assemblies. From this, it was observed that the tip of the trigger which makes contact with the push rod was broken in 2 pieces. The push rod was removed to observe the distal tip of the component, and it was found that the push rod was ben at the distal tip. The push rod may become bent as found when excessive compression force is applied at the push rod distal tip. This type of failure can occur when the user does not penetrate the needle far enough into the meniscal tissue, which can cause the implant to become stuck against the surface of the tissue. Given that the device was tried 2-3 times after the second implant did not fire, this could have contributed to the reported failure. When the trigger is continuously pulled while the implant is stuck against the surface of the tissue, the push rod can become bent under excessive compression force. When this happens, excessive compression force can build up in the trigger and cause the trigger to break therefore is a potential root cause for the inability of the device to release the implant and the trigger being broken. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. Furthermore, no non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 7/24/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a meniscus repair using the truespan 12 degree peek the surgeon fired the first implant, and the second implants did not fire. After trying 2-3 times, the device had to be changed. The implant was not used at an incorrect angle. No patient harm was done, the surgeon has not raised any complaint. The procedure was completed with another implant with a delay of 3 minutes. There was no surgical intervention planned. The truespan is not planted in the bone. The surgeon was not off axis. The same skin hole was used to complete the procedure. The implant cannot be removed as the implant is in the capsule.